Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-02067. It was reported that the patient experienced a subdural hematoma following a perm lead implant on (B)(6) 2021. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein the leads were explanted. No additional information is available.

Manufacturer narrative:
Corrected data b2 prolong hospitalization, life-threatening, and required intervention to prevent permanent impairment/damage (devices) were marked. Corrected data h6 health effect - impact code 4617 was updaetd to the report.

Event description:
Additional information received stated that the patient's leads were not explanted as previously reported. The leads remain implanted.